Event description:
It was reported that no tissue interaction occurred during tmj procedure. Reporter stated that approximately 10 minutes into a tmj procedure the physician noted that there was no tissue interaction at treatment site. The device was pulled from treatment site and visually inspected under a microscope. Reporter noted that on the backside of the device the metal was cracked and discolored (brown). The device was replaced with another of the same model (lot number unknown) and the procedure was completed without further incident. No injuries were reported.